Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer¿s blood glucose (bg) level was approximately 500-505 mg/dl with large ketones and a correction bolus via the pump was delivered to address the bg level. The ketones were considered as dangerous (diabetic ketoacidosis) and the customer was admitted to the hospital on (B)(6) 2016. The customer's bg and ketones were resolved with intravenous insulin and fluids. The customer was discharged on (B)(6) 2016. Tandem clinical diabetes specialist reached out to the customer to offer assistance.